Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include information regarding the x-ray review. H6 evaluation codes, corrected data: initial report inadvertently did not include method code 4117.

Event description:
X-ray report was received noting that the lead appeared twisted and pulled tight. The x-ray images have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that high lead impedance was detected on a patient's device. The patient reported that when the magnet was swiped the patient did not feel stimulation. It was noted that the patient has had an increase in seizures, although the seizures were not as frequent as they had been before the device was implanted. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. Generator analysis was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Lead product analysis was completed. Lead fracture was visually confirmed. Portions of the lead appeared twisted, which is consistent with patient manipulation of the vns device while it was implanted. Pitting was also identified at the coil break locations. The abraded openings on the outer and inner tubing provided the likely leakage paths for the dried remnants of what appeared to have once been body fluids found inside the inner and outer tubing. No other anomalies were noted. Note that the electrode array was not returned, so analysis and resulting commentary cannot be made on that lead portion. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery due to high impedance. The explanted generator and lead have been received by the manufacturer. Product analysis has not been completed for the suspect lead to date. No additional relevant information has been received to date.